Event description:
It was reported that driveline site bleeding was observed, the patient presented with worsened redness and purulent drainage. The medical team was informed of driveline being pulled during therapy. (B)(6) 2022, bleeding present with increased dressing changes. The patient was prescribed doxycycline (100 mg) by mouth for 14 days. On (B)(6) 2022, the patient was seen in office with site significantly improved. Specimen and blood cultures obtained by rehab facility showed no growth at 5 days. Driveline culture showed few diphtheroids. Plan for patient is to complete 7-day supply of cefepime and then transition to oral cephalexin 1000 mg. Events reported to have resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas , serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) and patient handbook is currently available. This IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.